Manufacturer narrative:
As of 05/24/2021 unused retained product were submitted to the lab for testing with no defects noted. In addition, aso has reviewed records of biocompatibility tests and latex screening.

Event description:
On the initial report on (B)(6) 2021 consumer stated that she developed a burning sensation and irritation after using the product. Customer added the issue was with the adhesive area. Consumer sought medical attention.